Event description:
It was reported that nine months post implant, the patient was diagnosed with mild left subclavian venous stenosis and venous duplex left upper extremity. Left arm swelling occurred. The adverse event was deemed related to the implanted device. There was no intervention and the device remains in use. The patient is enrolled in the post-myocardial infarction remodeling prevention therapy ((B)(6)) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).